Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 284 mg/dl and 60 mg/dl; 414 mg/dl and 62 mg/dl; 63 mg/dl and 345 mg/dl; 345 mg/dl and 61 mg/dl; 62 mg/dl and 351 mg/dl; 61 mg/dl and 373 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.